Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs.